Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 implantable tachy lead: (B)(6) 2010. 4196 implantable pacing lead: (B)(6) 2010. 5076 implantable pacing lead: (B)(6) 2010. (B)(4). (B)(6).

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator early. It was also reported that the right ventricular lead had high capture threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator early. It was also reported that the right ventricular lead had high capture threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.